Event description:
This was a revision that was done in 2001 of an infected total hip. Dr was concerned about the damage to the rim of the liner. He thought someone may be interested in this unusual wear.